Manufacturer narrative:
Upon powering up the returned autopulse platform during preventive maintenance, system error, out of service, revert to manual CPR error message was displayed. The root cause was due to the defective processor board. The autopulse platform is a reusable device and was manufactured in april 2007 and is (B)(4) years old. It has exceeded its expected service life of 5 years. The returned platform had the last preventive maintenance performed 4 years ago. As part of routine service during testing, the platform was examined and encoder drive shaft does not rotate smoothly, exhibits binding and resistance and bent battery lock were observed. In addition, clutch plate and load cell cabling require replacement. The encoder gearbox, clutch plate, load cell cabling and battery lock were replaced. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed.

Event description:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance. As part of routine service, the device was tested and during initial power up, displayed a system error, out of service, revert to manual CPR error message on the user control panel.